Manufacturer narrative:
Product complaint # (B)(4). Complainant part received. Initial reporter postal code, 3700. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays were provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: sales rep had a call from bornholm regarding a jammed pfna blade in the aiming arm system. The surgeon was not able to impact the blade, he also had troubles to extract the blade again but succeeded after some time. This complaint involves four (4) devices. This report is for one (1) combination hammer 500 grams. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the received three (3) parts are blocked/stuck together. In addition, the blade is in a very bad condition with impression marks and scratches all over, which is an indication of hard use through operation. Furthermore, it¿s is clearly visible that the blade got inserted not properly aligned in the sleeve and got jammed. A functional test is not possible anymore, as the blade got jammed in the sleeve by insertion. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Unfortunately we are not able to determine the exact reason for this occurrence, as we are not able to disassemble the parts for evaluation, but we have to assume that during the operation an application error may have taken place (as the sleeve and blade wasn¿t aligned by insertion). To prevent such problems, it is necessary to operate according to the technique guide insert the blade-impactor assembly over the guide wire. Push the button on the protection sleeve, align the blade (note marking on the protection sleeve) and advance the blade impactor assembly further through the protection sleeve.¿). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.036s, lot: 5l01831, manufacturing site: bettlach, release to warehouse date: 18.june 2019, expiry date: 01.june 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.